Manufacturer narrative:
An article titled "thoracolumbar burst fractures treated with posterior decompression and pedicle screw instrumentation supplemented balloon-assisted vertebroplasty and calcium phosphate reconstruction" by rex a.w. Marco and vivek p. Kushwaha in the journal of home & joint surgery. Method - other; device not returned, f/u with rep.

Event description:
An article title "thoracolumbar burst fractures treated with posterior decompression and pedicle screw instrumentation supplemented with balloon-assisted vertebroplasty and calcium phosphate reconstruction" reported the following events: a consecutive series of thirty-eight pts with an unstable thoracolumbar burst fracture with or without neurologic deficit were managed with transpedicular, balloon-assisted fracture reduction, calcium phosphate bone cement reconstruction, and short-segment spinal instrumentation from 2002 to 2005; 1 pt with wound dehiscence; 1 pt with perioperative cardiac ischemia on ECG; 1 pt with symptomatic pulmonary embolus. Note: calcium phosphate cement (norian srs or norian xr) was used. No add'l info was reported.